Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to an out of phase motor encoder signal. A cracked reservoir tube lip was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that she had the device still hooked to her when she took a MRI which could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.